Event description:
Info rec'd indicates the brake cannot be set at the head end of the bed. The foot end brake casters can be set.

Manufacturer narrative:
The technician found the head end brake pedal linkage is broken. The technician used a brake/steer upgrade to repair the stretcher.